Event description:
Screwdriver tip broke and was left in the endcap in the patient.

Manufacturer narrative:
H11: explantion of unk info: a1, a2, a3, a4, b6.b7,d6,d5,d10,h4. Follow up letters were sent to the hospital. To date the info has not been provided. An evaluation could not be performed, the device or lot# was not provided by the hospital.